Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Her results were 421 and 122 mg/dl. She did not have any symptoms. It wasn't known if she had inserted the test strip properly. A control test could not be done due to unavailability of control solution. No follow up, having received new supplies, control tests were done using both test strips for initial tests, and a new vial. Tests were in range, 124 (93-140) and 118(98-147), old and new, respectively. She will call back if she has any further problem.